Manufacturer narrative:
.

Event description:
It was reported the patient complained of dizziness and syncope. It was also reported the lead displayed high impedance levels. Re-programming was performed and lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the lead was not returned; however, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.